Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the noise issue was initially discovered during an in clinic follow-up and the right atrial (ra) lead was noted to exhibit noise oversensing. Atrial sensitivity was decreased to resolve the issue, and the patient was in stable condition.